Event description:
(B)(4) this device was recommended by my doctor for a less invasive procedure. I do not think insurance covered it. I believe we paid to have this procedure. Since placed I have been diagnosed with fibromyalgia. I have severe bloating, digestive issues and cannot eat at times due to pain, nausea, cramping, super sharp pain in lower stomach to the point I cannot move, hair loss, vitamin d deficiency, painful intercourse, weight gain, pain in joints. Chronic fatigue, high level of inflammation, headaches, depression, dental problems, extreme itching, rashes, hives, red lines all over my body. I am tired and very moody! Sleep loss. Doctors have been unable to determine cause of issues despite lab tests, x-rays, ultrasounds, and medication. I became pregnant about 13 months after insertion and had a perfectly healthy baby 9 months later!!